Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not logging data despite being in use. Additionally, the customer reported that the pump delivered a bolus request without user input. The customer declined to provide additional information and declined follow-up from tandem technical support. There was no reported impact to the customer's blood glucose level.